Event description:
It was reported that there was "footswitch defect, many errors and disfunction gantry." "The c-arm was going down spontaneous." No injury reported. A field engineer was on site and after disconnecting and replacing the left foot switch the system was working as intended.